Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced allergic reaction while using the nontemplate aligner arch aligners. The patient developed rashes in their mouth from the aligners.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. No defect during the manufacturing process, we did not find any evidence of deviations during the manufacturing process that could have caused the issue described in the alleged event should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.